Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation : rupture.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "show connective tissue showing diffuse chronic inflammatory process" and "chronic granulomatous inflammatory reaction of foreign body type." Healthcare professional further reported "grouped cysts in the liver", which is not device related.